Event description:
It was reported that revision surgery was performed in (B)(6) 2010 due to elevated cobalt and chromium blood test results.

Manufacturer narrative:
Device manufacture date corrected.